Event description:
I purchased a nira precision laser in (B)(6) 2025, which is FDA approved. After using the product for a couple of months, I noticed that one of my eyes developed an intermittent spasm or twitch. I believe it is due to the product, as I've used no other different product, device, or done anything differently since that time. I've discontinued use and would never recommend this product to anyone.